Event description:
It was reported that this right ventricular (rv) lead was suspected of subclavian crush as the pacing impedance suddenly increased up to 700 ohms and the sensing dropped significantly. In addition, the chest x ray was ordered. Boston scientific technical services consultant (ts) suggested to consider pocket manipulation, isometrics and serial impedances to test further. This rv lead was explanted and was replaced with the same model. No additional adverse patient effects were reported.